Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4) physio-control examined the customer's device and verified the reported issue. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the removed system pcb assembly and observed that the 24 volt line was shorted out, which led to the reported failure to power on; however, component level cause could not be determined.